Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the use of a one link catheter extension set. According to the report, the customer was unable to inject an unknown solution through the extension set via an unknown syringe. There was no report of patient injury or medical intervention. No additional information is available.